Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-january-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse removed the incubator and found a lot of beads at the bottom. The fse cleaned the incubator and removed all beads from the bottom of the incubator and incubator cover. The fse verified that the incubator bearings are turning freely. The fse adjusted the cup transfer to chain alignment slightly; the cup sensor is now centered at the target cup. The fse ran troponin quality control and both values were in range, no errors occurred during the run. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to beads found in the incubator.

Event description:
On (B)(6) 2017, a customer reported cup rotor jams with the aia-600ii analyzer. The customer removed the incubator rotor cover and found a reagent cup sideways jammed onto the top of the incubator rotor. The customer is unable to run ctni2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.